Event description:
Customer's health care professional reported that the insulin pump alarmed motor error. Customer's health care professional also reported that the insulin pump alarmed no delivery. Customer's blood glucose levels were not included in the report. Product is being returned.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was programmed with several boluses and monitored. All of the boluses delivered properly and were listed in the bolus history screen. The insulin pump calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump was then programmed with multiple basal profiles. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly, daily total anomaly, basal anomaly, bolus anomaly or motor error alarm was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The motor was tested outside of the device and passed.